Event description:
Main body graft and contralateral limb was deployed without any noted complication. Contralateral limb was cannulated successfully. Black trigger-wire thumb screw was removed completely, however an attempt to remove the black tirrer-wire was unsuccessful, pin vise was loosened and pink hub was pulled back slightly. Several attempts to remove the balck trigger-wire were made without success. Through a brachial approach, the top cap was snared. As the snar was pulled back the pink hub was advanced, however this attempt to remove the trigger-wire was also successful. Snaring of the top cap was attempted several more times without success. Pt was then taken to the or for an open repair of the abdominal aortic aneurysm.